Event description:
Customer reported the system displayed a generator failure error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the kv control pcb and kv control ribbon cable. System operates as intended.